Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that it was caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex 3d deflectable videoscope had exhibited peeling of the adhesive part of the objective lens. There were no reports of patient involvement.